Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that during implant, the device had increased impedance on the right ventricle and loss of capture related to an increased threshold. The device and lead were reconnected and suitable measurements were obtained. Follow up was attempted, but information about the associated lead was not able to be obtained. The device was implanted and remains in use. No patient complications have been reported as a result of this event.